Event description:
It was reported that lpn (licensed practiced nurse) attempted to flush IV without success, she noticed IV fluids leaking around hub. IV removal unsuccessful - the metal hub and pink caulking pin detached from cannula. Surgical procedure - venotomy performed for removal of the catheter appeared intact. Vein was ligated following removal.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number is unknown. Device serial number/lot number is unknown, no information has been provided to date. Device manufacturing date and device expiration date could not be determined.

Manufacturer narrative:
Other text: while performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2023-00156 is no longer considered reportable, please disregard any reports associated with it.